Manufacturer narrative:
Device eval: device eval not yet completed. The device lot number was not provided. H6: eval conclusions: a follow-up report will be submitted when the device eval has been completed.

Event description:
The balloon was inflated to 6 atmospheres. The balloon was expanding on the monitor but the gauge needle dropped to 2 then to 1 atmosphere. The balloon was deflated and removed from the pt body safely. There was no report of harm or injury.